Manufacturer narrative:
01/06/2022 - we have requested the device be returned to the manufacturer for an investigation. To date we have not received the device.

Event description:
1/6/2022 - the consumer claims to have receive a burn on her left hip. The consumer stated the burn got infected and had to receive medical attention.

Manufacturer narrative:
01/06/2022 - we have requested the device be returned to the manufacturer for an investigation. To date we have not received the device.

Event description:
1/6/2022 - the consumer claims to have receive a burn on her left hip. The consumer stated the burn got infected and had to receive medical attention.

Event description:
(B)(6) 2022 - the consumer claims to have receive a burn on her left hip. The consumer stated the burn got infected and had to receive medical attention.

Manufacturer narrative:
(B)(6) 2022 - we have requested the device be returned to the manufacturer for an investigation. To date we have not received the device. (B)(6) 2022 - the consumer returned the device to the manufacturer for an investigation. Below is the manufacturers narrative: manufacturers narrative: sample was in a used condition and smelled like smoke. Unit showed no signs of overheating. Consumer claims the unit burned her left hip. Medical attention required. She states that she was "laying on top" of the heating pad - on her side. Unit was plugged into 120v outlet, wattage was 16w. Pad had 6 thermal couples taped to both sides. Highest temperature recorded was 59 c. This temperature complies with our internal specifications and complies with ul requirements. Testing showed unit performed as designed. Testing showed the unit's temperature was under allowable temperatures defined by ul. It also complied with our internal specifications.